Manufacturer narrative:
Follow-up #1 03/13/2012-device evaluation: the pump has been returned and evaluated by product analysis on 02/14/2012 with the following findings: there was no visible damage to the keypad. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts and the ok button contact was inverted.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that it was hard to get the ok keypad button to respond. She stated that the ok button had a delayed response and required several presses on the keypad in order to get a response. She reportedly used alcohol to clean the battery cap every few months.